Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad trace. No button error alarm noted. Device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a low reservoir alert, she tried to clear it and the buttons were not responding and then the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 182 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.